Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter did not cut during surgery. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and dried orange/brown/red foreign material covering the port. The probe was then functionally tested for actuation and cut. The sample was found to be non-conforming for actuation. The cut functionality of the probe could not be tested due to the actuation failure. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Resistance was felt when removing the inner cutter from the probe needle. Gouge marks were observed at several locations along the inner cutter. Orange/brown foreign material was observed on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder / retainer was then disassembled and components inspected. The o-ring was observed to have a peeling appearance. The product was processed and released according to the product¿s acceptance criteria. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe could not be tested, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. A potential contributing factor of the actuation failure is the peeling appearance of the o-ring in the needle holder. The cut functionality of the returned probe could not be tested and an exact root cause of the actuation failure could not be determined from the evaluation performed, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is:(B)(4).